Event description:
A customer reported they were generating ise pre-measure mid solution stability errors and were unable to calibrate their ises. The customer did not report the generation of any erroneous results however upon recur malfunctioning reference valves have the potential to generate erroneous results.

Manufacturer narrative:
A field service engineer (fse) visited this site and confirmed the presence of air in the reference block. The customer was also receiving ise pre-measure mid solution stability errors which indicates that no reference solution was being dispensed. The reference valve was replaced. No further ise issues were observed after replacement of the reference valve. The fse calibrated the system three times without error followed by performing qc that was within specification.